Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that detachment occurred. A 10 mm x 3.00 mm flextome® cutting balloon® was selected for use. During unpacking, it was noted that the stylet was separated from the cutting balloon. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual and tactile examination identified a complete break in the midshaft of the device 1165mm distal to the strain relief. It was noted that 75mm of corewire remained fully attached to the shaft of the device. This damage identified is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that may have contributed to the complaint incident. A visual and tactile examination identified multiple kinks along the length of the hypotube. This damage identified is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that detachment occurred. A 10mm x 3.00mm flextome® cutting balloon® was selected for use. During unpacking, it was noted that the stylet was separated from the cutting balloon. No patient complications reported.